Manufacturer narrative:
Occupation is lay/patient. This event occurred in (B)(6). The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial number (B)(4) compared to a laboratory with plasma reagent. The meter result was 1.9 inr and the laboratory result was 2.5 inr. The therapeutic range is 2.0-3.0 inr.